Manufacturer narrative:
Updated fields: b4, b6, b7, d9, d10, g3, g6, g7, h2, h6 (type of investigation, investigation findings,component codes and investigation conclusions), h11 corrected fields: d7a, g4 (PMA 510k), h3 revert the d4 (serial) and d8 fields to blank. Iab sensor failure: malfunction or signal loss from the fiber optic pressure sensor in an intra-aortic balloon catheter, critical for accurate pressure waveform and pump timing. Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a iab sensor failure can occur due to one or more of the following probable causes. A sensor failure can result from the following: optical sensor kink. Break in sensor. Connector issue.

Event description:
N/a

Manufacturer narrative:
Event site name: (B)(6) medical center. Upon completion of the investigation into this event, a follow up report will be submitted.

Event description:
It was reported by the customer that during use, the sensation plus 50cc intra-aortic balloon (iab) had a fiber optic malfunction. No harm was reported.